Event description:
It was reported that a single high out of range shock impedances was noted on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d). The patient reported hearing beeping tones as a result of the out of range 126 ohm impedance measurement. The patient followed up in clinic and the alert was reset. No adverse patient effects were reported. This crt-d remains in-service.